Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. The insulin flow blocked/no delivery alarm functioning properly. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on connector board was locked properly during visual inspection.

Event description:
It was reported that the customer experienced high blood glucose at the level of 600 mg/dl. Customer was treated with manual injections. The customer's mother stated that the auto mode was not in use. Troubleshooting was completed and insulin did not alarm during high pressure test. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.